Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 part inlay preparation clamp suddenly became loose, detached. A new device was used to complete the procedure. No resistance was experienced when inserting the harvesting instrument into the cannula. Part of the wire became loose and entered the patient, it was removed. No harm to the patient. There was no delay.